Manufacturer narrative:
It was reported that the blower had high temperature. A proposal for service was sent to the customer but the customer declined service and repair. The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the blower had high temperature. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the blower had high temperature. This investigation is ongoing.

Manufacturer narrative:
E1: reporter phone #: (B)(6).